Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report inaccuracies between the sensor glucose and the blood glucose readings. The sensor glucose reading was 72 pr 78 mg/dl, while the blood glucose reading was 47 mg/dl. The customer declined low blood glucose level troubleshooting. Nothing was replaced or returned.